Manufacturer narrative:
Approximate age of device- 3 years, 7 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient had rising lactate dehydrogenase (ldh) levels and there was a concern for thrombosis. The patient had sub-therapeutic inr levels for weeks due to anti-coagulation non-compliance. The patient had symptoms of high ldh, dark urine, red blood cells in urine, low haptoglobin, and slightly elevated plasma free hemoglobin levels. The patient received bivalirudin intravenously and a malfunction ramp echo was performed. It was reported on (B)(6) 2018 that the patient was hemodynamically stable and remained in the hospital until inr was therapeutic and a committee decision was made to not replace the pump due to repeated non-compliance. The patient's ldh was stabilized as well. On (B)(6) 2018, the patient had a transient episode when walking and became symptomatic. The nurse did not hear any alarms or notice any change in pump parameters other than a spike in power to 8. The patient developed mottled extremities with this episode. The patient received 500 cc of IV fluid. It was also reported the patient is 4 pounds below their target weight and ldh was trending down. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Although the evaluation of the submitted system controller log files confirmed the report of elevated pump power, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and the report of elevated ldh and suspected thrombosis could not be conclusively established. The submitted system controller log files captured minor elevations in power and estimated flow on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018, reaching values up to 8.5 w and 9.6 lpm, respectively. Despite the observed parameter elevations, the pump appeared to have functioned as intended throughout the duration of the submitted data. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. This IFU also provides information regarding anticoagulation therapy and the recommended inr range. In addition, this document outlines all pump parameters, and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Any increase in power not related to increased flow causes erroneously high flow readings. Further, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.